Event description:
Discordant low immulite 2500 ipth assay results were obtained by the customer on two pt samples. The customer performed repeat testing and the results were elevated for both pts. The discordant low results were not reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system data indicate that there are no known system issues which could have contributed to the discordant low immulite 2500 ipth test results. The customer's procedure is to initially freeze pt samples, thaw and perform testing. The fse noted a clot detection error for one of the discordant pt samples. It is suspected that sample handling and fibrin may be a contributing factor. The instrument is performing within specs.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system data indicate that there are no known system issues which could have contributed to the discordant low immulite 2500 ipth test results. The customer's procedure is to initially freeze pt samples, thaw and perform testing. The fse noted a clot detection error for one of the discordant pt samples. It is suspect that sample handling and fibrin may be a contributing factor. The instrument is performing within specs.

Event description:
Discordant low immulite 2500 ipth assay results were obtained by the customer on two pt samples. The customer performed repeat testing and the results were elevated for both pts. The discordant low results were not reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the low discordant ipth assay results.